Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the patient had their device replaced in (B)(6) 2013, and they can now feel it's movement down their neck.

Manufacturer narrative:
Additional information received reported that the patient has had a shunt of some description their entire life, and they only knew how to describe the sensation. It was stated that it was not "painful" like the shunt infection they had when they were little. It was more uncomfortable and distracting than anything else. It was also noted that while the patient's balance never was the best in the world, they felt a little wobbly when standing and had some vision issues that may just be a result of aging, but it started shortly after the new shunt was placed. The patient stated what was mildly painful was a pulling sensation at the distal end, and it felt like there was a fish hook stuck behind their ribs, and the other end was attached to their upper left arm. The patient has invested in a new pillow and some cannabidiol (cbd) oil to manage the symptoms. If information is provided in the future, a supplemental report will be issued.